Event description:
The customer reported that the device failed shift/system check for pads ECG with an error code 1000. (A defib failure cycle power) message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.